Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, intermittent loss of capture was noted on the right ventricular lead. No intervention was performed. The patient was stable during the device interrogation and will continue to be monitored.